Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, under infusion was not reproduced. The device was found to deliver within acceptable range. A review of the event history log revealed under infusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during clevidipine therapy. The infusion was set at 5 mg - 30 ml/hr, vol. 100ml but did not fully infuse after 3 hours (30ml of medication was not infused). The nurse alleged that the pump stopped infusing after 2 hours and that as a result, the patient's blood pressure was getting too high. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.